Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, it is reported that 3 electrodes were outside the cochlea. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient had a fall and hit her head on the right side. Bruising was present near the implant site and immediate decrease in hearing with the device was noted. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a fall and hit her head on the right side. Bruising was present near the implant site and immediate decrease in hearing with the device was noted. Re-implantation is considered.